Manufacturer narrative:
Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. During our evaluation of the device there is a kink in the device near the handle of the device. A functional test was performed on the device, however during our evaluation no advancement or retraction difficulties were encountered. There was no resistance felt when retracting the snare. The distal tip of the device appeared to be stretched and the shape of the snare head was mishappend. The length of the device was 246.2 cm which meets the specification of 240 cm minimum. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation evaluation: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The user indicated the device was used for foreign body removal. The instructions for use under the intended use state: "this device is used with an electrosurgical unit for endoscopic polypectomy." The instructions for use also states: "do not use this device for any purpose other than the stated intended use." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the deice was used off label, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a acusnare polypectomy snare. The device kinked and would not open. There was no reportable information at this time. On 03/7/17 the following additional information was provided from the area representative: "the procedure being performed was an egd/foreign body removal. I did inform the customer that this is an off-label use of the product and it is not intended to retrieve foreign bodies. Despite the off-label use, I did obtain some more information on what happened. The nurse believes that due to the severe torquing of the endoscope and various maneuvers to get the snare in the right position, the catheter of the snare ended up kinking just below the handle. This actually happened with two different snares on the same procedure. One snare was able to continue to be opened and closed [not reportable] while the second snare was not [subject of this report]. Neither product was kinked or defective out of the package, it appears this was just a result of the catheter getting kinked between the accessory port and the handle (outside of the scope) during the course of the procedure. No harm was done to the patient and no parts of the snare detached or remained in the patient. They were able to open a new snare and complete the procedure. No additional procedures were needed as a result. The following clarification was received on 3/14/17: the kinking made opening or closing the snare very difficult. A lot of resistance was met when the handle was attempted to be opened and closed. There was only difficulty experienced in retracting one of the snares, not both.